Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8263923, medical device expiration date: 2020-03-31, device manufacture date: 2018-09-20. Medical device lot #: 8246913, medical device expiration date: 2020-02-29, device manufacture date: 2018-09-03. PMA/510(k)#: k023331 / bk050036. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gate stub on the base of the tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gate stub on the base of the tube with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to manufacturing. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes have been found experiencing nine instances of molding defects during use. The following has been provided by the initial reporter: gate stub. Customer complaint that bottom of tube is sharp. It cause pain for phlebotomist during blood collection. Lot: 8263923 ;affected tubes are 4ea: <number of tube >: u52 / 53, u52 / 53, u52 / 80, u52 / 37. Lot: 846913, affected tubes are 5ea: customer complaint that bottom of tube is sharp. It cause pain for phlebotomist during blood collection. <number of tube >: u52 / 53, u52 / 53, u52 / 53, u52 / 53, u52 / 37.